Manufacturer narrative:
(B)(4). Evaluation summary: the ground bond failed performance specifications was 0.107 ohm (range 0.001 to 0.100 ohm) was encountered during rite (return instrument test/evaluation) electrical test but the device passed rite functional test. The assignable cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.